Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. The lesion was pre-dilatated with a 2x8mm traveler balloon dilatation catheter (bdc) and a 3x38mm xience xpedition drug eluting stent (des) was deployed at 10 atmospheres (atm). Post-dilatation was completed with a 3x12mm nc traveler balloon at 18 atm, after which an edge dissection was noted at the distal edge of the stent. A 3x15mm xience xpedition des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.